Event description:
It was reported that the intra-aortic balloon (iab) was scheduled for a "preoperative" insertion. While in the cath lab the iab was prepared correctly and zeroed prior to insertion. The iab was inserted through a sheath via the left femoral artery. Directly after insertion and placement of the tip in the aorta, no aorta pressure was visible. The pressure line was flat. As a result, the iab was removed and a second iab was prepped and inserted without incident. The second iab "worked fine and pressure was visible." The intra-aortic balloon pump (iabp) therapy was delayed/interrupted for 10 minutes. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is ok, he is still in the cardiac care unit at this time.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.